Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2015 with the following findings: the last basal delivery was on 03/16/2015 at 3:44pm. There were suspends observed in the black box and in the history. The suspend history showed no suspend on 02/04/2015. The total daily dose added up and equaled the programmed basal rate target. ¿ez-prime¿ steps were performed correctly with no ¿auto-suspend¿ or any other errors, alarms or warnings occurred during the investigation. The keypad was undamaged and all of the buttons responded properly. The pump was suspended/resumed correctly and performed within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.